Event description:
Patient reported experiencing high blood glucose (> 500 mg/dl). She attempted to self-treat by delivering boluses; however, her blood glucose did not decrease as expected. No error messages were generated by the device. Patient indicated that she believes the device is not delivering insulin. She self-treated with 10u insulin, via injection, and switched to her back-up device. Patient's blood glucose has been steadily decreasing while using the back-up device.